Event description:
It was reported that customer had a sensor on loan from a hospital for a week and the sensor readings and blood glucose levels were off. Customer was advised to choose reconnect old sensor to start calibrations from the beginning. The device alarmed calibration error. Customer was advised of proper calibration procedures. Customer reconnected to old sensor to start calibrations. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.